Event description:
The customer reported the gastrointestinal videoscope displayed an e117 optical life error message. There was no reported patient harm or impact due to this event. The device was returned for evaluation and during the evaluation it was determined that the following reportable events were identified; nozzle had foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
Full e1 establishment name: (B)(6) hospital. The device was returned to olympus for evaluation, and the customer¿s allegation was not confirmed. Evaluation did find the following: the connecting tube had a dent , due to wear of angle wire the bending angle in up direction did not meet the standard value, due to wear of angle wire, the play of up/down knob was out of the standard value, , paint was peeled on the suction cylinder, the suction connector was dirty due to water leakage, adhesives on the light guide lens and the objective lens had white clouded areas, adhesives the bending section cover also had a chip, plastic distal end cover had a burn, due to scratch on the objective lens the image had a partially dark area, and multiple parts of the scope were scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the event, ¿foreign material came out of the nozzle¿, was confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. It was unknown if the reprocessing steps were implemented in line with the instructions for use (IFU). It was confirmed that the section of the device with the foreign material residue had no deformation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.